Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 18jan2017 to assess the unexpectedly negative output instrument test well image in question, which appeared visually positive. The lot number of antibody screen test strips used was r804. An immucor field service engineer (fse) visited the customer site on 21dec2016 to perform other work with another device, and while on site at that time also assessed this testing instrument in question, and found this instrument to be operating as expected. The fse cleaned the instrument and proactively replaced the tower screen waste filter.

Event description:
On (B)(6) 2017, it was determined that a customer site had an unexpectedly negative antibody screen on a galileo echo instrument.